Event description:
It was further reported that the controller fault was triggered due to a depleting internal battery. After the controller exchange electrical fault and high watt alarms were logged. Upon carefully removing the static boot it was noted that the driveline was not fully seated. The driveline was fully inserted and the alarms resolved. The back up controller also had an unexpected loss of power.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and corrections. Product event summary: the pump and controllers were not returned for evaluation. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis revealed a controller fault alarm logged on (B)(6) 2021 at 12:24:35, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Additionally, a vad disconnect alarm was logged on (B)(6) 2021 at 12:54:58, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed two controller power up events were logged on (B)(6) 2021 at 13:13:38 and 13:16:25 with an associated motor start at 13:16:25. Additionally, a vad disconnect alarm was logged on (B)(6) 2021 at 13:13:44, likely logged due to the controller powered up without the driveline cable connected. Review of the data log file associated with (B)(6) revealed that the first data point with the pump connected on (B)(6) 2021 was logged at 13:16:58, indicating that the power up events occurred during a controller exchange. Analysis of the alarm log file associated with (B)(6) revealed fifteen (15) electrical fault alarms and twelve (12) high watt alarms were logged on (B)(6) 2021. The electrical fault alarms were logged between 13:18:56 and 17:14:24 due to an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Additionally, review of the event log file revealed several reactivation events logged between 13:18:52 and 17:19:55 on (B)(6) 2021, due to an open phase on the front stator. As a result, the reported controller fault alarm and electrical fault alarms events were confirmed. The reported driveline cable poor mechanical connection event could not be confirmed. Of note, it was reported the driveline cable was fully connected, clearing all alarms. Based on the available information and risk documentation, possible causes of the reported event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Applicable risk documentation, experience with events of similar circumstances were considered; a possible root cause of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information and the reported event details, the observed vad disconnect alarms and controller power up events were most likely due to a controller exchange. Based on the available information and risk documentation, possible causes of the reported electrical fault alarms and driveline cable poor mechanical connection event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the observed high watt alarms can be attributed to the increased power consumption required to run on a single stator. Additional products: d1: heartware ventricular assist system ¿ controller 2.0, d4: serial #: (B)(6), h3: yes. H6: img code(s): g02002. H6: FDA device code(s): a0705. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c02, c19. H6: FDA conclusion code(s): d15, d1105. D1: heartware ventricular assist system ¿ controller 2.0, d4: serial #: (B)(6), h3: yes. H6: img code(s): g04034. H6: FDA device code(s): a12. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d15. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm. The patient exchanged the controller to the back up controller, but did not fully engage the ventricular assist device (vad) driveline cable connector into the controller. As a result, electrical fault alarms occurred. The patient arrived at the hospital and the driveline connector was fully connected, clearing all alarms. It was further reported that the controller fault was triggered due to a depleting internal battery. After the controller exchange electrical fault and high watt alarms were logged. Upon carefully removing the static boot it was noted that the driveline was not fully seated. The driveline was fully inserted and the alarms resolved. The back up controller also had an unexpected loss of power. The vad and controllers remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and two controllers were not returned for evaluation. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis revealed a controller fault alarm logged on (B)(6) 2021 at 12:24:35, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Additionally, a vad disconnect alarm was logged on (B)(6) 2021 at 12:54:58, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed two (2) controller power up events were logged on (B)(6) 2021 at 13:13:38 and 13:16:25 with an associated motor start at 13:16:25. Additionally, a vad disconnect alarm was logged on (B)(6) 2021 at 13:13:44, likely logged due to the controller powered up without the driveline cable connected. Review of the data log file associated with (B)(6) revealed that the first data point with the pump connected on (B)(6) 2021 was logged at 13:16:58, indicating that the power up events occurred during a controller exchange. Analysis of the alarm log file associated with (B)(6) revealed fifteen (15) electrical fault alarms and twelve (12) high watt alarms were logged on (B)(6) 2021. The electrical fault alarms were logged between 13:18:56 and 17:14:24 due to an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Additionally, review of the event log file revealed several reactivation events logged between 13:18:52 and 17:19:55 on (B)(6) 2021, due to an open phase on the front stator. As a result, the reported controller fault alarm, electrical fault alarms, and high watt alarms events were confirmed. The reported driveline cable poor mechanical connection event could not be confirmed. Of note, it was reported the driveline cable was fully connected, clearing all alarms. Applicable risk documentation, experience with events of similar circumstances were considered; a possible root cause of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information and the reported event details, the observed vad disconnect alarms and controller power up events were most likely due to a controller exchange. Based on the available information and risk documentation, possible causes of the reported electrical fault alarms and driveline cable poor mechanical connection event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the reported high watt alarms can be attributed to the increased power consumption required to run on a single stator. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: dtba1d1 ICD implanted (B)(6) 2018. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2018 / serial #: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Device manufacture date: 29-dec-2017. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0 , model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2018 / serial #: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Device manufacture date: 02-jan-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm. The patient exchanged the controller to the back up controller, but did not fully engage the ventricular assist device (vad) driveline cable connector into the controller. As a result, electrical fault alarms occurred. The patient arrived at the hospital and the driveline connector was fully connected, clearing all alarms. The vad and controllers remain in use. No patient complications have been reported as a result of this event.